Event description:
It was reported that during service / maintenance (not in a clinical setting), the subject flex video scope device distal end was broken. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Updated fields: d8, d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.